Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The surge suppressor board, power control board, and interconnect cable were replaced. The system is operating as intended.

Event description:
The customer reported that the 9600 system failed to boot up. No pt injury was reported.